Event description:
On (B)(6) 2024, the patient's two system controllers were changed to low flow alarm (lfa)2.0. The low flows resolved with drug adjustment. Log files were submitted for review and 112 pulsatility index (pi) events were captured. The event log displayed driveline disconnect and left ventricular assist device (lvad) off alarms on (B)(6) 2024 at 9:02am where the driveline was disconnected from the system controller indicative of a system controller change related to the low flow software upgrade. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI and catalog number was corrected. E1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4; UDI corrected. E1: customer site was (B)(6) hospital, contact info was unavailable. Manufacturer¿s investigation conclusion: analysis of the submitted log files did not confirm the reported low flow alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account communicated they were due to the patient¿s pulmonary hypertension. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pulmonary hypertension and right heart failure could not be conclusively determined through this evaluation. The controller event log file contained events from 30apr2024 through 01may2024. On 01may2024, events consistent with a controller exchange associated the reported low flow alarm threshold adjustment were observed. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists potential adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 lvas. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU provides an explanation of pump parameters, including pump flow. This document also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit of 2.5 liters per minute (lpm). If the flow remains below 2.5 lpm for 10 seconds, an audible low flow hazard alarm is triggered. The IFU and patient handbook outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow alarms occurred when the flow rate fell below 2.5 liters per minute. Low flows were due to pulmonary hypertension, which was preexisting prior to left ventricular assist device (lvad) implant. The cause of the pulmonary hypertension was believed to be due to heart failure and the lvad did not cause or contribute to worsening pulmonary hypertension. There may have been some symptoms, it was difficult to clearly say whether or not the right ventricular failure was preexisting prior to lvad implant. It was unknown if the lvad contributed to worsening right ventricular failure. The condition of right heart failure did not change from before the implant surgery and did not mean it had progressed. There were no patient symptoms. A low flow software change was requested because the quality of life was lower due to the alarm. There did not seem to be a relationship between the alarms and the patient's condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.